Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 308mg/dl and diabetic ketoacidosis. The customer treated with a bolus. Troubleshooting was performed and found that the pump had a no delivery alarm in the pump history. It was also found that the pump self test passed. Customer declined further high blood glucose troubleshooting.